Manufacturer narrative:
The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, the health care professional (hcp) was unable to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) was contacted and helped perform additional troubleshooting, but it was not successful. A magnet was applied to the s-ICD and it emitted tones. The programmer wand was then repositioned so it was slightly offset and the hcp applied a bit of pressure; the s-ICD was then able to be successfully interrogated. No adverse patient effects were reported.